Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. In an additional call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained (the same day) which grew gram negative bacilli (organism unknown). Per the nurse, the patient was treated with ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering from the event and continues pd treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.